Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertantly was not submitted; therefore, the MDR is being submitted at this time. The analysis of the device is pending.

Event description:
After 22 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.